Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently pulled out the non-tandem infusion set. The contact declined to provide blood glucose value; however, reported that an infusion set change was performed and blood glucose level went back to target range. Although requested by tandem technical support, the contact declined to provide the infusion set information.